Event description:
It was reported that while in use on a patient, the balloon burst immediately after catheterization. Per the customer, no further in formation is available.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in use on a patient, the balloon burst immediately after catheterization. Per the customer, no further in formation is available.